Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the cement in question. During the surgery, when the surgeon tried to use the cement, the cement was not mixed well, and it was a dry cement. The surgery was completed successfully using another cement within 30minutes delay. No further information is available.¿ device history lot : device history reviewed. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 october 2021.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the cement in question. During the surgery, when the surgeon tried to use the cement, the cement was not mixed well, and it was a dry cement. The surgery was completed successfully using another cement within 30minutes delay. No further information is available.